Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. (Csi ID# (B)(4).

Event description:
Balloon angioplasty was used to treat a severely calcified lesion in the proximal right coronary artery (rca). The lesion was not tortuous. Two angioplasty balloons were used for predilation, but each balloon burst at low pressure due to severe calcium. The procedure was continued with the diamondback coronary gen2 orbital atherectomy device (oad). Oas treatments were performed on low speed, and no flow was observed on angiography. A type f flow limiting dissection with a hematoma at the proximal edge of the dissection had occurred. Balloon angioplasty was performed, and one drug eluting stent was placed at the site of the dissection. The dissection was resolved; however, a thrombus was observed on the edge of the stent. A second stent was placed, and triple therapy anticoagulants were administered. Faint contrast was observed behind the stent at the location of the hematoma. It was noted that thrombolytics had been administered appropriately prior to the procedure. The patient was kept overnight for observation and discharged the following day with no additional complications.